Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic was torn when inserting into the patient's eye. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection showed one of the haptics was detached. A manufacturing record review (mrr) was performed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency was identified. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.